Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the field representative attempted to update a patient¿s profile in remote monitoring network, but received an error message in response. The device and monitor serial number was provided. The patient profile could not be updated due to the device serial number being already used in an alternative profile. The network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.